Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarms recurred. The customer reverted to manual injections for insulin therapy.